Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated the capture threshold on the rv pacing lead was unstable. Rv lead threshold gradually increased to greater than 2 volts by (B)(6) 2016, then decreased to approximately 0.9 volts and remained steady. Concomitant medical products: 5086mri lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in impedance and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.